Manufacturer narrative:
Patient information now provided. Patient weight not available from the site.

Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement mobile field generator/emitter shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that after he field generator was connected to a test system for about 5 minutes the cranial application showed red status and error "axiem emitter low drive error". Diagnostics shows a fault on coil #2. Electrical failure, red status/no tracking, directly caused event. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed except hardware. Finding that the emitter failed upon initial testing. New emitter was installed and tested. Registered and navigated successfully 3 times after installation. Reported issue resolved.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the axiem box and emitter went to a red status during navigation. Tracking details indicated that there was a power issue and instructed to check cables. Re-seating the cables did not resolve the issue. The cable was too short to reach an isolation transformer to switch to a different power port. The navigation system was powered down and re-booted. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.